Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 48 mg/dl and was not sure what caused it. Customer reported that blood glucose usually dropped at a certain time of the day when busy. Customer's blood glucose at the time of call was 200 mg/dl and customer declined troubleshooting for low blood glucose.